Event description:
Allegedly patient required revision surgery in 2002 due to alleged failure of the right total knee arthroplasty. Allegedly patient experienced complications following revision surgery and ultimately underwent amputation on her right leg in 2003. Plaintiff alleges early wear and corrosion of uhmwpe components.